Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management graph was in specification. The insulin pump was monitored for 5 days with no unexpected power loss alarms, pump error 25 alarms or low battery alerts noted during testing, however unexpected power loss alarm and low battery alert noted in the format history file due to an intermittent non-sleep anomaly software error. The insulin pump was received with cracked battery tube area. The insulin pump was received with cracked battery tube threads, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, stained serial number label and severely peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a power loss alarm. The customer's blood glucose level was 6 mmol/l at the time of the incident. The pump fell and the battery compartment cracked. A replacement pump was sent. Troubleshooting was not performed.